Event description:
General report received of blood loss due to loosening spin collars. The customer reported an undocumemted number of undocumented incidents over a two year time period of the spin collars "untwisting" from patients' IV catheters. In some cases, the loosening resulted in fluid leakage, bleed back, blood loss, or clotting of IV access sites. The spin collar has also been reported to be difficult to secure to the patient's IV catheter. The customer reported that the "untwisting" of the spin collars correlated with the facility's change of IV catheter to the becton dickinson instyle autoguard catheter. There were no reports of any adverse patient effects.